Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported high thresholds on this lead. It is unknown if there was a lead revision. Should additional information be received, this file will be updated.